Event description:
Note: medwatch (B)(4) was received (B)(6) 2011, a second medwatch was received (B)(4) 2011, same number and was amended. Both will be included with this report

Manufacturer narrative:
Device is an instrument and is not implanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.